Event description:
Dr was performing gynecological cystectomy and tip of grasper broke off from the instrument in the pt's stomach. Pt's outcome was not affected. Length of operation was extended for removal of broken portion from the stomach.